Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the xtw clip, there were difficulties flushing the bubbles during the de-airing steps. There was a significant amount of bubbles during the first part of flushing. While torquing and translating the dc handle, significant amount of bubbles were also observed. The issue was able to be resolved and the clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.